Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed in the archive data and during functional testing. The root cause of the ua45 advisory message was that the driveshaft was not in "home" position, most likely attributed to unintended user error. Visual inspection revealed several physical damages and issues, unrelated to the reported complaint. Based on the photos provided by the zoll service team, a vertical crack was going through one of the screw fittings of the front enclosure. Both head restraint wires were cut from the surface of the top cover, but they did not render the autopulse platform non-functional. Also, the battery lock was bent. These observed physical damages are characteristics of harsh impacts, attributed to user mishandling. In addition, the zoll service personnel noted that the clutch plate was sticky, usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The autopulse platform was manufactured in december 2011 and is over 11 years old, well beyond its expected service life of 5 years. No documented report was found showing that preventative maintenance (pm) was performed since the customer acquired the platform in 2011. It was noticed that the power distribution board (pdb) revision level was below 6 and needed to be updated, attributed to the age of the platform. The sticky clutch plate will need to be deburred, and the damaged parts will need to be replaced. The archive data review indicated multiple ua45 advisory messages around the reported event date, confirming the customer's reported complaint. A user advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Functional evaluation failed as the autopulse platform displayed a ua45 advisory message upon powering up, confirming the reported complaint. The driveshaft was rotated to "home" position to remedy the ua45 advisory message. Subsequently, the driveshaft was rotated to "home" position to clear the ua45 error message, and the autopulse platform successfully passed a run-in test using the large resuscitation test fixture (lrtf) for 15 minutes. Upon service completion, the platform will be subjected to final functional testing to ensure the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).

Event description:
The autopulse platform (B)(6) was successfully used to resuscitate a patient in cardiac arrest. As per the customer, the platform functioned as intended during use. Later, during device check, the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer could not clear the ua45 advisory message. No patient involvement.